Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down due to the pump not being charged, as a result the customer was unable to deliver a bolus to address for food consumed which resulted in an elevated blood glucose (bg) level that ranged from 400 mg/dl to over 500 mg/dl. Customer ultimately delivered a bolus via the pump to address elevated bg. Subsequently, it was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue.